Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its alarm system not working as expected was confirmed. Ventec observed that all of the device's alarms were muted at startup. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device's alarm system was not working as expected. Ventec observed that all of the device's alarms were muted at startup. There were no reports of patient use associated with the reported issue.